Event description:
Medtronic legal received information from the attorney of the family on june 01, 2022 regarding defective medtronic quick-set paradigm infusion set which caused customer suffer from catastrophic injuries, including but not limited to hypoglycemia and ultimately caused their death. Customer experienced weakness and flu like symptoms. Customers blood glucose level was 73 mg/dl and was admitted to hospital on march 18, 2018. Customers kin reported that blood glucose level was between the range of 40 mg/dl to 50 mg/dl in the morning. On may 17, 2018, customer passed away due to complications of diabetes mellitus. Insulin will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.